Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had failed 6 times and had alarmed no delivery multiple times. She was not aware if the alarms occurred during bolus, basal or prime. The customer was not present at the time and troubleshooting was not performed. Blood glucose value is unknown. The insulin pump will not be returned for analysis.